Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that the pump module was added to the system as unit c at 12:52 pm on (B)(6) 2018 and programmed to infuse maintenance ivf at a rate of 200ml/hr with a vtbi of 800ml. The user started the infusion. At 3:42 pm, the user programmed insulin standard dose 100unit in 100ml at a rate of 3ml/hr and started the infusion. At 3:59 pm, the user changed the dose to 2unit/hr, which made the rate 2ml/hr, and started the infusion. At 4:37 pm, the user changed the rate to 200ml/hr and the vtbi to 400ml but did not complete the programming. The user then channeled off the device. At 4:41 pm, the user programmed an infusion of maintenance ivf to infuse at 200ml/hr with a vtbi of 200ml. At 4:48 pm, the device alarmed for patient side occlusion and was restarted. At 5:43 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that the pump was programmed to infuse 2ml/hr of insulin in the ER however when the patient arrived on the nursing floor the receiving rn noticed the pump was infusing at 200ml/hr. There was no patient harm.